Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right ventricular leadless pacemaker (vlp) was fixated and the threshold remained elevated over time and did not decrease. Redocking was repeated three times and during the fourth pre-mapping, while removing the sleeve, the vlp advanced unintentionally. A cardiac tamponade had occurred and a pericardiocentesis was performed. Blood pressure increased and the perforation site was treated by thoracotomy. It was then later confirmed that the patient deceased.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right ventricular leadless pacemaker (vlp) was fixated and the threshold remained elevated over time and did not decrease. Redocking was repeated three times and during the fourth pre-mapping, while removing the sleeve, the vlp advanced unintentionally. The patient¿s blood pressure dropped which led to a cardiac arrest. A cardiac tamponade had occurred and a pericardiocentesis was performed. Blood pressure increased and the perforation site was treated by thoracotomy. It was then later confirmed that the patient deceased.